Event description:
It was reported that an alert for non sustained lead noise was received via a merlin.net transmission. A review of strips showed noise on the near field channel. The patient will continued to be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.